Event description:
It was reported that during a peripheral coronary interventional procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. The apex monorail 15mm x 2.00mm balloon was advanced to the lesion and inflated to 9atm and ruptured. The procedure was completed with another manufacturer's device. The patient status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).